Event description:
A customer reported flag message ¿(sc) sample clot¿ during patient samples on the aia-360 analyzer. The customer washed, cleaned the sample nozzle, and rebooted the analyzer. The customer also stated when running sample, the first sample will pass, but fail the rest. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint and ran impasse sense test and c-b (clot detection values during patient sampling) was -280 (expected range -200 to -80). Fse also adjusted the range closer to -140 and suspected the needle was clogged. The fse replaced the sample nozzle and adjusted the impasse sense. The fse repaired and validated the analyzer by successfully performing daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for (sc) sample clot flag on the aia-360 analyzer from 02jan2025 through aware date of 02feb2026. There were twenty-four (24) similar complaints identified during the search period, including this case. The aia-360 training manual under section chapter 7: list of flags (sc) sample clot dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. If this problem occurs frequently, contact the service department. The most probable cause of the reported event was due to obstruction of flow of the sample nozzle assembly.